Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that continuous glucose monitor (cgm) high blood glucose alerts were not being received. Customer confirmed that cgm alert setting was activated. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 300-350 mg/dl.